Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving clonidine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient stated the pump was broken and that they discovered about seven months ago that the dye was not going in and out of the pump. The patient also stated that the pump started alarming within the last three months. The patient was unable to reach their healthcare provider (hcp) because they had been "terminated" by the hcp. Information was reviewed with the patient and they were redirected to their hcp for further assistance.